Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap was observed to be rotating around the fiber tip at 143,375 joules of use. Two additional fibers were used in the case and returned by the customer; the second fiber was reported to have been used for 400,000 joules (maximum joules used) and the third fiber was reported to have been use for 102,690 joules. No additional information was provided or is available. There was no injury reported. This report is for the third fiber.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber's metal and glass caps were found to be detached and returned with the product. The metal cap exhibited detritus and the output window of the glass cap exhibited severe devitrification; scrape marks were also noted on the outer flow tube. The identified issues may activate the laser systems fiberlife function which would modulate the power showing a pulsing beam and or the system would revert to standby mode. The detached cap issue may also result in the forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or anatomical/procedural factors encountered during the procedure.